Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the lack of pain relief in 2016 was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. The patient had a successful trial but post implant the patient was not getting adequate pain relief .it was reported that the scs system did not give the patient adequate pain relief. Reprogramming sessions were attempted to give the patient pain relief but to no avail. This was reported to have started sometime in 2016. The patient was electing to have the system removed due to not using it. The system was explanted on (B)(6) 2017. The patient was alive with no injury. The patient¿s weight and medical history were asked but unknown.